Manufacturer narrative:
Pump powered up properly after battery installation. No blank display noted. Pump passed the displacement test, sleep current measurement, active current measurement and self test. Pump was received with normal operating currents. Pump was monitored for several hours and no unexpected powering off or blank display noted. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alert and blank display. Customer's blood glucose level was unknown at the time of incident. Customer stated they did not press a button down for 3 minutes or longer. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.